Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: referring to bbm qm investigation result, two CAPA had been initiated to address the issues for blockage. 01) CAPA 1387 - gluing. 02) CAPA 1475 - crystallization. Complaint is justified.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, completely filled easypump ii lt 100-50-s without packaging. The received pump was taken to a visual inspection. In as-received condition the white clamp was closed. The original wing cap was not on the patient connector; patient connector was blocked by a red combi stopper. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we did not detectd any residues (crystallized drug residues or solution) at the patient connector respectively at the red combi stopper. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (B)(4): the pump was attached on (B)(6) 2016, when the patient came back to the hospital the nurse noticed that there had been no drug flow.